Manufacturer narrative:
Title: left circumflex artery injury after mitral valve surgery: an algorithm management proposal source: ann thorac surg 2021;111:899-905. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2004 and december 2017, a total of 6501 patients underwent mitral valve repair or replacement and 10 of these patients (0.15%) had a clinically relevant left circumflex coronary artery injury. Fifty(50%) of these patients (5 patients), through resection of the posterior leaflet (2 patients), edge-to-edge repair (2 patients), or cleft closure (1 patient), associated with implantation of a flexible posterior band ring with single sutures using polyethylene suture. In 5 patients, concomitant procedures were performed (aortic valve replacement, atrial fibrillation ablation, tricuspid valve repair, coronary artery bypass grafting [CABG] and atrial fibrillation ablation, and tricuspid valve repair and atrial fibrillation ablation). The median ICU stay was five(5) days (interquartile range, 5 to 10.75 days). All patients required blood transfusions, and fifty(50%) of the patients had renal or respiratory complications (requiring prolonged intubation or tracheostomy). One(1) patient required pacemaker implantation for complete atrioventricular block. The median length of hospital stay was 16 days.